Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip opening and the recurrent mitral regurgitation. It was reported that on (B)(6) 2018 this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. When the final arm angle of the mitraclip was being tested, the clip opened slightly, 20 to 30 degrees. An attempt was made to close the clip fully, but it did not close further. After the clip was successfully deployed reducing mr to grade 2, the clip opened approximately 40 to 45 degrees. The procedure was completed with the single mitraclip. On (B)(6) 2018, echocardiogram found mr had increased to grade 2-3. The physician does not believe the increase in mr is related to disease progression, but the clip was stable on both leaflets. There was no leaflet or chordal damage related to the implanted clip. In the physician's opinion, the recurrent mr could be related to the clip opening. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no similar incidents reported from this lot. Mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The investigation was unable to determine a conclusive cause for the mechanical issues. There is no indication of a product quality issue with respect to manufacture, design, or labeling.